Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported the adc freestyle libre sensor fell off after a day of wear. The customer further reported that his "blood pressure got low" and did not specify any other symptoms, but reported he was unable to self-treat. The customer had contact with a healthcare provider who administered insulin (dose unknown) as treatment and no further information was reported. There was no report of death or permanent impairment associated with this event.